Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the cardiac arrest event was defined in the product risk documentation as a general surgical risk. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of device problem excluded was assigned to this investigation. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100754521. Model/catalog description: balloon . Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100727524. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) died in the postoperative period. The patient experienced cardiac arrest in the recovery area and could not be revived. No device issues were reported, and no additional information was provided.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for ballon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) died in the postoperative period. The patient experienced cardiac arrest in the recovery area and could not be revived. No device issues were reported, and no additional information was provided.